Event description:
During use of a firestar balloon, it was reported that the balloon withdrew, but with difficulty. The surgeon tried many ways to withdraw it. No adverse event on the patient. Please note that multiple attempts to gather additional patient and procedural information have been made and have been unsuccessful.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use of a firestar balloon, the balloon withdrew with difficulty. The surgeon tried many ways to withdraw it. No adverse event on the patient. The device was properly inspected and prepped and no anomalies were noted. The lesion was successfully treated with another device. No additional information is available. The device was returned for analysis. One non sterile sakura fire star, 2.50 x 15 was received coiled inside a plastic bag. Balloon was already inflated. Bends in the shaft were observed at 18cm, 30cm, 87cm, 96cm and 101cm from hub. No other damages were found. Functional test was performed without any problem. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon - withdrawal difficulty¿ was not confirmed as no anomalies were found during functional analysis. The cause of the difficulty experienced could not be conclusively determined. Based on the analysis, kinks were found in the returned device. The exact cause of the kinks did not appear to be manufacturing related and it is unknown if the kinks contributed to difficulty withdrawing the device. Neither the DHR review nor the analysis suggests that the withdrawal difficulty could be related to the design and manufacturing process; therefore, no corrective action will be taken.